Event description:
Caller reported that a cartridge alarm 30 occurred. Customer's blood glucose level did not exceed 500 mg/dl (27.7 mmol/l) due to the issue. Customer was advised to put the problematic pump into storage mode and return it to tandem using a pre-paid label. Technical support sent a replacement pump with updated software and provided guidance on using it with a g7 sensor. No backup therapy was currently available, and customer planned to contact a healthcare provider.